Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
There have been issues either with the guide wire or the needle. It was thought previously it was the guide wire but am unsure if it is just catching on something in the needle. Unsure, but have had numerous problems with times where the guide wire actually frays apart.